Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 3.50x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to pre-dilate the lesion but it was still unable to cross and it was noted that the stent strut was torn. The procedure was completed with different device. No patient complications were reported and the patient's status was stable. Promus element plus, mr, ous 3.50x24mm stent delivery system was returned for analysis. A visual examination of the stent found that proximal stent rows 6-9 were damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.